Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2014 with the following findings: the pump powered on and the display was blank. The display screen was found to be damaged when the pump case was opened. A test display screen was used and was clear and legible.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.